Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported patient effect of foreign body in patient is listed as a known patient effect that may be associated with use during coronary procedures. A review of a received computerized tomography scan by an abbott vascular clinical specialist confirmed the reported event, but wire separation location was unable to be confirmed and it is unable to be confirmed if the wire is an abbott brand guide wire. The investigation was unable to determine a conclusive cause for the reported separation and patient effect. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional relevant information was received: the separated portion of the reported hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire was confirmed to be approximately 30mm of uncoiled distal tip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The separated device piece remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a prior procedure for treatment of a 60% stenosed lesion in the proximal left circumflex (lcx) coronary artery at (B)(6) hospital on (B)(6) 2015. A hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire was used and separated in patient anatomy, but the hospital was unaware of the separation at that time. The patient presented to a different emergency room with chest pain on the left side. A computerized tomography (CT) scan of the chest incidentally revealed that while it was not the cause of the chest pain (due to another unrelated cause), a guide wire piece had been inadvertently left inside of the patient chest. The patient was transferred from the unspecified emergency room facility to (B)(6) hospital on (B)(6) 2017 for further evaluation. Further evaluation of the patient determined that the patient is stable and is not suffering any adverse sequelae as a result of the retained wire; it was also determined that leaving the separated piece in placed is the best course of action. No additional information was provided.